Event description:
An external blood leak was observed from the venous tubing during a routine hemodialysis treatment. The exact location of the leak could not be identified and the amount of blood loss from the leak was not known. Treatment was discontinued without performing rinseback resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to an observed leak in the venous tubing of the cartridge and to the operator not performing rinseback. The disposable cartridge was not returned as requested by nxstage. The reported leak cannot be confirmed. The cartridge lot number was not available from the reporter. The user's guide includes the following warning, "the nxstage cycler may not sense slow fluid or blood leaks resulting from loose connections, faulty components, venous access disconnection or other potential causes. Leaking fluids could lead to blood loss, injury, or death. Leaking fluids could also cause a person to slip or fall. Always tighten and recheck patient vascular access and all fluid lines, connections and clamps. Secure the blood access device to the patient. Visually inspect the system periodically for evidence of leaks. Terminate treatment if leak can not be resolved." Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.